Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. An intermittent alarm was observable both visually (message alerts) and through hearing. Message alerts: 'disconnection on patient side', 'vt low', 'low minute volume', 'pressure limitation'. The device log files (service log, error log, event log) were provided to hamilton medical ag. There is patient involvement reported. This occurrence was noticed during patient ventilation. There was need for medical intervention was reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. This occurrence was noticed during patient ventilation. An intermittent alarm was observable both visually (message alerts) and through hearing. Message alerts: 'disconnection on patient side', 'vt low', 'low minute volume', 'pressure limitation'. The device log files (service log, error log, event log) were provided to hamilton medical ag. There is patient involvement reported. This occurrence was noticed during patient ventilation. There was need for medical intervention was reported. The ventilator device was exchanged. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.